Manufacturer narrative:
The vessel sealer extend instrument will not be returned to intuitive surgical, inc. (Isi) for evaluation. If additional information is received, a follow-up MDR will be submitted. A review of a the instrument log shows the surgeon performed three sleeve gastrectomy procedures on (B)(6) 2022. All three procedures used a vessel sealer extend instrument. It is unknown which procedure was using the e-100 generator with the vessel sealer extend instrument. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: it was alleged the vessel sealer extend instrument would not seal the same spot ("double tap") when it was used with the e-100 generator. While the surgeon was getting a successful confirmation signal to indicate a seal was complete, this surgeon is more comfortable when he can do a double seal ("double tap") on the same spot. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the surgeon was not able to seal two times (back to back) with the vessel sealer extend instrument on the e100 generator. The surgeon said he has to release the grip in order to be able to seal again, but he is able to seal twice on the erbe generator. No other information was provided. On 07-mar-2022, intuitive surgical, inc. (Isi) obtained the following additional information. It is the surgeon's normal practice to do a double seal with the vessel sealer extend instrument, to make him feel comfortable. The surgeon has been sealing the same spot ("double tap") since 2010 without any clinical problems and prefers using the erbe generator over the e-100 generator because he can use the double tap technique. There was no specific issue outside of not being able to double seal with the e-100. At the time of the event, during the sealing sequence, there was an audible signal (continuous tone) while the pedal was pressed. The surgeon also heard the seal cycle complete with the fast audible tones as expected. The surgeon cut after he completed the double seal. The target tissue was omentum, it was not under tension during the sealing/cutting process, and it was not larger than 7mm in diameter. Tissue effect was observed during the sealing cycle. The jaws did not come into contact with a clip, suture, staple, or other metal objects. The jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to or during the sealing cycle. The procedure was completed with no reported injury. The vessel sealer extend instrument will not be returned to isi.